Event description:
Bed had hilow drift.

Manufacturer narrative:
Technician disassembled, cleaned, and reassembled the hilow brake assembly to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability.